Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unsure of whether or not she was receiving insulin from the insulin pump. Customer reported that earlier in the day of the call, she had a blood glucose level of 260 mg/dl, which went up to 400 mg/dl later. Blood glucose level at the time of the call was 458 mg/dl. During troubleshooting, the customer noticed that she had a bent cannula. The customer was advised that the infusion set would be replaced but will not return any product for analysis.